Event description:
Complaint - the hilow head drifts down. No alleged injury by account.

Manufacturer narrative:
Tech- stretcher location - bed shop. Complaint - the hilow head drifts down. Found- the hilow head section is slowly drifting down. Cause - the hilow head cylinder is leaking. Replaced the hilow head cylinder to resolve this issue.